Manufacturer narrative:
B5: no additional information received from customer. D8: additional information, d9: additional information, h2: additional information, device evaluation, h3: additional information, h6: additional information. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause for the reported event could not be identified. Based on the results of the investigation, the most likely cause was also not established. The event can be detected/prevented by following the instructions for use which state: 3.3 preparation and inspection of accessories. 3.4 attaching accessories to the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the duodenovideoscope had a deteriorated distal end cover. The malfunction occurred during maintenance. There were no reports of patient involvement.